Manufacturer narrative:
Beckman coulter field service engineer (fse) was not dispatched for this event. Failure mode is unknown. (B)(4).

Event description:
A sample was run on the unicel dxh 800 coulter instrument at beckman coulter (bec) facility in japan and displayed flowcell clog (:::::) for the differential and nucleated red blood cell (nrbc) parameters (% and absolute counts) and went to the review folder. The operator decided to edit some complete blood count (cbc) fields, including white blood count (wbc) and sample ID. After editing, the differential absolute counts were visible on the screen. Each edited field had an edit flag ¿e¿. Calculated fields edited had an edit ¿e¿ flag. Results generated in this event are provided in file attachment. No erroneous results were reported outside of the laboratory. There was no death, injury or effect to patient treatment. This is bec internal complaint. The analyzer is not used for reporting sample results.